Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial pacing that caused a retrograde of the patients system. Technical services (ts) was consulted and reviewed the episode, determining that it was difficult to confirm due to the programmed fallback mode and ventricular rate regulation was on. Ts noted pacing fusion that occurred from the atrial pacing, which induced atrial fibrillation and may have contributed to the retrograde activity of the system. Ts recommended adjusting the fallback mode or turning off ventricular rate regulation. No additional adverse patient effects were reported. This crt-d remains in service.